Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under complaint-(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, it was recommended to the distributor to replace the proportional valve. Trends were reviewed for delivery failure alarms due to over-delivery and the data is within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, a mallinckrodt internal employee discovered a delivery failure alarm due over-delivery for inomax dsir (B)(4). This service log finding meets the criteria of a reportable malfunction. There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs from a device in the (B)(6).